Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected fracture of the right atrial (ra) lead which exhibited high/undefined impedance and oversensing of noise. The lead was explanted and replaced. It was also reported that the implantable pulse generator (ipg) device delivered inappropriate ventricular pacing therapy as a result of the ra lead oversensing noise. The device remains in use. No patient complications have been reported as a result of this event.